Manufacturer narrative:
No customer material was received for investigation. The patient had low oxygenation levels which can affect peripheral blood flow and could be a reason for the discrepancy. If peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the result might not be a true reflection of the physiological blood glucose level. Product labeling documents this limitation.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high glucose results for one patient from accu-chek inform ii meter serial number (B)(4). The initial result at 4:55 am from a fingerstick was 127 mg/dl. The patient was retested at 6:44 am and the result from a fingerstick was 42 mg/dl. Based on this result, the patient was treated with 12.5 grams of d50. Blood had been drawn for a laboratory test at 4:45 am, but the result was not reported until 6:45 am. The result was 38 mg/dl. This result was called to the staff just after 6:45 am. At 6:49 am, the result from a fingerstick was 178 mg/dl. At 6:49 am, the result by unknown method was 140 mg/dl. The customer then used patient's blood from a syringe that had been used for a blood gas test and tested on meter serial number (B)(4) and also another inform ii meter with unknown serial number. At 7:00 am, the result from meter serial number (B)(4) result was 27 mg/dl. The result from the unknown meter was 31 mg/dl. The customer then ran a comparison for this patient. At 1:42 pm, a laboratory draw was performed and reported out at 2:08 pm. The result was 127 mg/dl. At 1:42 pm, the customer dipped a strip into the blood from the green topped tube and used meter serial number (B)(4). The result was 130 mg/dl. At 1:44 pm, the result on meter serial number (B)(4) from a fingerstick was 140 mg/dl. The staff reported the patient was not exhibiting hypoglycemic symptoms from 4:45 to 4:55 am, so the result of 127 mg/dl was believed. Therefore, the treatment of the patient was delayed for about two hours until the testing at 6:44 am. No adverse event was reported. The patient had been hospitalized since (B)(6) 2016 due to a hip fracture. The nursing staff had been testing the patient daily at around 8 am (breakfast time), 12:00 pm (lunch time), and then around 8:30 pm- 9:00 pm(bedtime). It was unknown why the nursing staff retested the patient at 6:44 am. The patient was discharged on (B)(6) 2017. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The meter was received for investigation and tested with retention strips of lot 474984 and control materials. Control ranges: level 1:30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 46, 46, 46 mg/dl, level 2: 313, 309, 311 mg/dl. All results were within the acceptable range. There is no evidence of a product malfunction or other nonconformance which caused or contributed to the event described in this complaint. Direct investigation of the complaint reagent being used at the time of the incident is not possible because it has not been returned to the manufacturer.